Manufacturer narrative:
Correction: previously reported initial MDR was missing. Device manufacture date. Should have been 01/10/2011.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the sales representative felt electric shocks from the programmer whenever it was being used.